Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ac power failure event. The technical support specialist (tss) reviewed the station logs and identified an ac power failure; the station shut down properly, indicating the battery was functioning as expected. Ac power was confirmed as the supply from the wall outlet through the power cable and station power supply. A field service engineer (fse) found burn markings on the cabinet controller and closed the case. The field service engineer (fse) working on the case additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the device was found with a black screen. A power cycle was performed by a technician, after which the device resumed normal operation. Further verification and troubleshooting were requested to determine the cause of the black screen condition. There were no delay or adverse events or injuries reported based on this event.